Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pacemaker mediated tachycardia. The device was programmed with too short pvarp. The device was reprogrammed and the issue was resolved.